Manufacturer narrative:
A visual examination of the complaint device revealed that the balloon was cut off. Functional analysis could not be performed due to the catheter being cut. It is possible that some procedural factors encountered during use limited the performance of the device during balloon deflation. This failure likely occurred due procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophageal dilatation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the dilatation was completed; however the balloon was unable to be deflated. They had to cut the shaft of the catheter to remove the contrast medium. Reportedly, the balloon was successfully removed from the patient¿s anatomy. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.